Manufacturer narrative:
One 7f fast-cath hemostasis introducer was received for eval. Visual inspection revealed the sheath had detached from inside the base of the hub. It was determined the material fracture was caused by the ultrasonic energy during the hemostasis cap welding operation. Review of the device history record confirmed this lt met manufacturing requirements prior to shipment. Results of investigation confirmed the introducer sheath had detached at the base of the hub. Manufacturing process changes were implemented on august 9, 2004 to improve the ultrasonic welding process by identifying upper limit operating ranges, establishing energy damping measures, and requiring mfg personnel to record the set-up conditions at the beginning and end of every run.

Event description:
It was reported after insertion of the fact-cath introducer, while removing the dilator and wire, the hub detached from the sheath. A portion of the sheath remained in the femoral vein. A wire was inserted through the remaining portion of the sheath and hemostats were used to pull the sheath over the wire. A new introducer sheath was placed and the case was completed. Stitches were placed at the skin level and pressure was applied on the vein. The pt was reportedly doing well post procedure.